Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the patient's neck and chest area were swollen along with the lymph nodes. The infection has resolved.